Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously high troponin (accu tni), ckmb, bnp, and tsh results generated by the synchron lxi 725 clinical system for twenty (20) patients. The results were reported out of the lab and questioned by physicians. The patient samples were repeated on an alternate analyzer and the results did not match the initial results obtained. Corrected reports were sent. The actual results were not supplied. There was no customer report of affect to patient or user attributed or connected to this event.

Manufacturer narrative:
The last system check performed resulted within specifications. A field service engineer (fse) was dispatched: the fse performed a preventive maintenance (pm). The fse found aspirate probe tubing to be flat and changed the tubing and aspirate probes. The fse replaced several hardware components. The fse ran a system check with good results. Customer ran calibrations and qc and all results passed. They stated that there were no further issues since the fse serviced the instrument. Erroneously elevated results of a pivotal assay may result in the treatment being initiated or withheld, and could cause or contribute to serious injury. Hardware was the root cause of this event.